Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was unable to verify and reproduce the reported issue. As a resolution, ovp and uvt were performed. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the avea ventilator switched from ac power to battery power while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.